Manufacturer narrative:
Submit date: 07/23/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that during a procedure, the pump did not work. The pump rollers were spinning but no fluids were being pumped. The physician completed the procedure by using syringes and injecting fluids manually. There were no patient injury or medical intervention.